Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the stain was not established and for the remaining finding is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, loose light guide adapter, minor stains under light guide cover glass and the image was out of field was observed. The service repair technician indicated that the most likely cause of the stain was not established and for the remaining finding was due to component failure. There was no patient involvement.